Event description:
Device 1 of 2. Reference manufacturer report #1627487-2010-00969. The patient received his scs system consisting of an ipg and two percutaneous leads on (B)(6) 2008. It was reported that the left lead pulled out of the patient's epidural space and the right lead had migrated. The physician explanted and replaced the leads on (B)(6) 2008. The explanted leads were returned to ans for evaluation. Follow-up on the patient found that he is receiving stimulation and doing very well.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Both leads passed functional testing. No visible anomalies with leads that would contribute to migration. One lead had several bends possibly due to multiple attempts at repositioning. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.